Event description:
Consumer reported complaint for the trueplus 32g pen needles. Customer stated that she was unable to get the insulin to dispense out of the pen needles. Customer stated that about half of the pen needles in the box had this issue. Customer stated the package had not been open or damaged when received. Customer has been using the product out of this package since 04/14/2022. Customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim they were injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 11-may-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated she had obtained a new box of pen needles from the pharmacy. Customer stated that the initial concern has been resolved.

Manufacturer narrative:
Sections with additional information as of 11-jul-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.